Event description:
It was reported that the x-rays showed that the top set screws in the atlantis anterior cervical plate backed out and no longer attached to the plate. Pt had a revision surgery in 2006. The plate was removed. Fearing damage to the vital organs in the process of trying to retrieve the set screw, the surgeon was unable to retrieve the set screw that had backed out.

Manufacturer narrative:
The complete device construct was not returned to MFR. Eval by the product development engineer showed that pertinent parts still remain in the pt which made analysis dificult. Explanted parts appear to meet specification. In addition, device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.